Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer device related investigation. No reporter detail provided for incident follow-up/investigation. Given the lack of available information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable

Event description:
This incident was reported by the patient to the manufacturer on 31 may 2024, and additional information was forwarded to the manufacturer by the us FDA via medwatch (mw5155744), received 24 june 2024. According to the provided details, the patient alleges experiencing ocular discomfort and removed their contact lenses. The symptoms worsened, leading to discharge, pain, and difficulty opening the eye due to swelling. The patient also noted a white spot on the eye. The patient spoke with a physician by phone and provided photos of the eye. The patient states they were given an unspecified eye drop and advised to visit the hospital the following day. The following morning, the patient states they were diagnosed with a corneal ulcer and prescribed several unspecified medications. The patient has been for at least four follow-up appointments to date and is currently recovering. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged diagnosis of a corneal ulcer of unknown location, severity, or treatment, lack of supporting medical information and potential for serious injury associated with a corneal ulcer. Should further information become available, a follow-up report will be submitted as appropriate.